Event description:
Rptr calling to report outpt imaging center. Had MRI last week. They did not ask prior to MRI if pt had any metal in body, however asked the rptr to complete such paper work after MRI. No injury however rptr concerned for the safety of other pts.